Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer's blood glucose was 112 mg/dl. The customer was treated with the glucose tablet. The customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleges insulin pump was over delivering because insulin pump was not suspend. The troubleshooting was performed for low blood glucose under delivery. The insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and refer to back up plan. The reservoir will not be returned for analysis.